Event description:
It was reported that the patient underwent debridement surgery. The debridement surgery was confirmed to be due to infection at the generator site. Device history record review confirmed that the generator was hp sterilized prior to distribution. No additional relevant information has been received to date.